Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose level exceeded 500 mg/dl, with the display reading "high." To address the high glucose levels, customer administered a correction bolus via a pump and additional insulin injections. Reportedly, the customer changed the cartridge and resuming insulin delivery.